Event description:
It was reported that, following implant incision, wound would not heal and continued to drain. Pt was placed on antibiotics for a while. Mesh was later explanted and found to be infected over the length of the surgery.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge.